Manufacturer narrative:
Olympus technical support assisted the customer with troubleshooting and the image issues were resolved by replacing the digital light source cable (maj-1933). The device is not being returned to olympus at this time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. H3 other text : the suspect device is not being returned to olympus at this time.

Event description:
The subject device is an olympus loaner device. The user facility reported that the device was displaying color bars and there was no image when the scope was connected. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to correct the initial medwatch report. Based on the internal risk summary tool, the reported event of displaying color bars and no image when the scope was connected to the clv-190 evis exera iii xenon light source is not a reportable malfunction or a potential adverse event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.